Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with an alert for post-paced t-wave oversensing (pptwos). Programming changes were suggested but it is unknown if it was made. Further information was requested but not received